Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) got caught in something resembling chordae tendineae or trabeculae. The leadless ipg was unable to be stored in the cup and the delivery system (ds) kinked during man ipulation. The leadless ipg ds was attempted not used removed and replaced. The patient¿s heart was quite vertical, with the impression of descending directly from the right atrium to the apex. The second replacement leadless ipg ds deflection button was pressed while pushing significantly towards the apical septum direction, which appeared to cause a distal curve of the delivery system tip that ended up facing the opposite direction. It was suspected that the delivery catheter bent with the deflection button as if bowing, then curved to the opposite side as if arching its back (180 degrees opposite from normal). The impression was of a curve where the handle was upwards and the cup was nearly 90 degrees upward instead of sideways. Attempts were made to restore the shape by smoothing externally however upon insertion into the body the tip curve faced the opposite direction again when attempting to cross the tricuspid valve. The leadless ipg delivery system was attempted not used and replaced. The third replacement leadless ipg had high thresholds and was removed and replaced by a transvenous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.